Manufacturer narrative:
(B)(4).

Event description:
Procedure: right salpingo-oophorectomy. According to the reporter: nothing fell into the patient's cavity. A new device was used to complete the case.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the flexible ring easily detaches.

Event description:
Additional information provided by the account: the patient is in good condition. No device component fell into the patient's cavity.

Manufacturer narrative:
(B)(4).